Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 1, 2, and 4 were not detected on the communication bus, and attempts to recover them resulted in a 'maintenance required' message that disappeared without resolving the issue. A field service engineer inspected and reseated the pyxibus cable, connected it to a different port on the medstation, and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.